Event description:
Technician alleged the bed has no power due to liquid damage on the power control board. No pt impact.

Manufacturer narrative:
The technician replaced the power control board to resolve the issue.